Manufacturer narrative:
D4: pump serial number was updated. Manufacturer's investigation conclusion: the reported crack in the driveline was not able to be confirmed through this evaluation as no images were provided and the device remains in use. It was reported that the patient¿s driveline had a crack, and it was advised that the damage could be repaired with rescue tape. Review of the submitted log file showed the system operating as intended above the low speed limit throughout the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook (rev. C) is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was estimated based on most recent provided manufacturer's investigation conclusion: the reported crack in the driveline was not able to be confirmed through this evaluation as no images were provided and the device remains in use. Review of the submitted log file showed the system operating as intended above the low speed limit throughout the duration of the file. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a crack in their driveline. It was advised that the driveline cosmetic damage can be repaired with a silicon fusion tape (rescue tape). Log file analysis revealed 5 pulsatility index (pi) events, routine power source changes, and low voltage hazard events. The low voltage hazard events may be due to occasionally depleted batteries to a hazard state. It was advised to the patient to examine and clean the patient's batteries and clips. The patient's system controller was replaced on 11nov2021. System controller MFR#: 2916596-2021-06873.